Manufacturer narrative:
Date rec¿d by MFR : 28may2019, date of report : 28aug2019. The manufacturer's field service engineer could not confirm the reported problem. The manufacturer's field service engineer found that the unit was in use, and that the touch screen was functioning properly. No repair was needed, and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touchscreen of the machine was faulty. There was no patient involvement.